Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The head nurse reported that before using the product, a foreign object was found in the pre-filling tube. The number of affected units is 1. The sample can be returned. Photos can be provided. A green claim settlement is required. A complaint response letter is required. A complaint acceptance letter is required.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation it was reported a foreign object was found in the pre-filling tube. To aid in the investigation, one empty sample with no packaging flow wrap and two photos were provided for evaluation by our quality team. A visual inspection was performed. The syringe barrel luer and syringe barrel luer tip have dark colored specks 1/32", 1/62" and 1/128" in size. The specks could not be removed with an alcohol wipe; they are embedded degraded resin. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 306595, lot 4018079. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.